Event description:
It was reported that the fowler was stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler was stuck in an elevated position due to a malfunctioned fowler potentiometer extension cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation.